Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 20.7mmol/l, with ketones, nausea, palpitations, and dizziness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained hospitalized at the time of the report, and was treated in the hospital with intravenous insulin, and insulin via pump by their healthcare provider. The patient¿s healthcare provider did not believe the pump or the infusion set caused the problem. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2019 with the following findings: during investigation, the battery compartment is cracked above grip , cap is able to secure. The pump passed all required testing for delivery accuracy. The complaint was reported on (B)(6)/2018 , according to the pump history the pump was in use until (B)(6)2019 therefore all pump history has been overwritten for time of complaint. The total daily dose (tdd) history for (B)(6) 2019 indicates the pump is delivering the programmed basal rate . Tdd adds up correctly with basal program , no evidence of delivery malfunctions were observed in the black box or alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.